Event description:
It was reported that the table locks did not actuate when the pedal was released, causing to the tabletop to unexpectedly move in the lateral direction without resistance (lateral float). The incident was discovered during table set-up. There was no injury reported. This situation could contribute to an injury if a patient or operator was unaware of this condition while loading or unloading a patient. The ensuring instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) found that a faulty interface board prevented the lateral locks from engaging. The fe replaced the board and verified that the locks were performing according to specifications.